Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.4mm jetstream xc catheter was returned with the thruway guidewire. The catheter was visually examined for any shaft damage. Visual and microscopic examination showed a kink located 1cm from the tip and severe drive coil stretching and shaft damage located approximately 20cm from the control pod. A .014 guidewire was attempted to be inserted; however, the wire would not transcend through the catheter due to the damage. The device was not functionally tested due to the severe shaft damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported clinical observations; the complaint for a guidewire sticking issue was confirmed, due to the extreme damage on the shaft.

Event description:
It was reported that the jetstream catheter became entrapped on the guidewire and that the guidewire was broken. This 2.4mm jetstream xc catheter was selected for use in a superior femoral artery (sfa) atherectomy procedure. The arteriogram was being performed using the jetstream catheter and a thruway guidewire in the 60% stenosed sfa. The catheter became stuck on the guidewire and was difficult to rex out. The catheter and guidewire were removed together. It was noted the guidewire was broken and that the wire covering was matter up, exposing the inside of the guidewire. Another guidewire was placed, and the procedure was completed using a balloon catheter with good results. There were no patient complications.